Event description:
It was reported that the tubing of a minicap extend life transfer set with twist clamp snapped off at the end of the twist clamp. This occurred during patient use. The device was then replaced. There was no patient injury or medical intervention associated with this event, though the patient did require prophylactic antibiotics in response to the event. No additional information is available. This is report 1 of 2 for this patient.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.